Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during priming. Blood glucose level at the time of the incident was not provided. The customer also reported that the escape button was unresponsive. The customer did not recall any specific events leading up to this issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. Unable to perform all functional testing including excessive no delivery alarms due to the buttons not responding. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, stripped battery cap coin slot, a broken belt clip slot, a missing end cap sticker and cracked battery tube threads.